Event description:
It was reported that the patient felt lightheaded, also experienced fatigue, dizziness. During an in-office check, isometric testing was performed and this right ventricular (rv) lead exhibited noise oversensing with asystole and therapy inhibition. High out of range pacing impedance measurements were also observed, and a lead fracture was suspected. Subsequently, a revision procedure was performed and this lead was explanted. No additional adverse patient effects were reported.